Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va080f5, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported that the patient was experiencing intermittent seizures. The patient had been having these seizures for a couple of years but they were more frequent in the past few months. There was no suspected problem with the device or therapy.

Manufacturer narrative:
(B)(4). The patient had a history of seizures. No problems were reported with the interstim device or therapy. There is no information provided that suggests that the patients seizures in this case are related to the interstim therapy device. A medical safety assessment is not needed. The event seizures for the last 2 years with an increase in frequency in the past few months are assessed as not related to the interstim device or therapy but instead related to the patient's pre-existing medical history.